Manufacturer narrative:
The device experienced a motor error while running. The customer stated, it was working for a while and suddenly gave the message, the customer then restarted it and it worked for another hour. There was no patient harm. The complaint device was returned for evaluation. Technical evaluation identified a motor failure. The customer complaint was confirmed. The root cause was determined to be that the motor was too tight and unable to move correctly. The motor was adjusted, the case housing was checked for damage, the circuit boards were inspected, and preventative maintenance was performed. The unit passed all tests to OEM specifications. The device was repaired and will be returned to the customer. No additional information is available.

Event description:
The device experienced a motor error while running. The customer stated, it was working for a while and suddenly gave the message, the customer then restarted it and it worked for another hour. There was no patient harm. This reported event occurred on 3 separate dates. This report captures the reported date of event (B)(6) 2021.